Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. This device remains in service. No adverse patient effects were reported.